Event description:
Infusion pump "turns off by itself when plugged in and running." The reported issue occurred during a pt infusion. Although attempts were made by baxter, details were not provided regarding additional contact info, pt demographics, medication involved, or device programming. The hospital representative stated they have no record of any pt incident since the last baxter service event.